Event description:
The time on the pump was incorrect. Customer was taken by paramedics to the hospital due to high bgs and released few days later. The customer stated that pt had the flu for a while, got better, and then got worse. Pt was not eating and became dehydrated and bgs were high. Troubleshooting was performed. The history alarm showed several alarms. Also it was found that no basal rates were programmed and the time was incorrect. Assisted customer with resetting and reprogramming the pump.